Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that a difficulty crossing occurred. The 20mm x 2.5-3.0mm, 90% stenosed target lesion contained a >90 degree bend and was located in the moderately tortuous and moderately calcified mid left anterior descending artery. Pre-dilation was performed with a unspecified balloon catheter. A 2.75x24mm promus element stent delivery system was selected to treat the lesion. The complaint device was unable to cross the lesion. Predilation was done again, but the device still could not cross the lesion. The procedure was not completed due to unavailability of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination of the returned device found the device was returned to the complaint investigation site with the stent detached from the stent delivery system (sds). The stent was not returned for analysis. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The hypotube was kinked along its entire length. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).